Event description:
While implanting a size 52 duraloc sector cup; the doctor elected to drill and measure for one screw. A size 6.5 x 25mm screw was being implanted using a duraloc universal driver with ratchet. The outer edge of the screw head stripped off and the head of the screw went through the cup. The stripped metal "ring" was recovered and the screw remains in the acetabulum.